Manufacturer narrative:
The blood loss event is attributed to the operator not performing rinseback due to possible air in venous line. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The nxstage system one cycler is not available for eval at the time of this report. A follow up report will be submitted if applicable.

Event description:
An unrecoverable venous air alarm occurred during a routine hemodialysis treatment with no visible air in the circuit. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's hgb level decreased from 11.0 g/dl on (B)(6) 2011 to 9.3 g/dl on (B)(6) 2011. The pt received 200 mg iron IV x5. Current epogen dose of 10,000 units weekly is unchanged. No other medical intervention was required for the blood loss.